Event description:
It was reported that an ilet user experienced hyperglycemia with a glucose value of 367 mg/dl despite having recently changed pump supplies, and upon site removal the infusion site was bleeding; the user then primed, swiped to fill, and replaced the infusion set (6 mm cannula), after which glucose trended down to 245 mg/dl. Customer care provided support that included troubleshooting over the phone, and monitoring of glucose trend. Investigation of this case revealed an infusion site issue evidenced by bleeding at removal, with no confirmed device malfunction, and replacement of the infusion set resolved the hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included recovery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.